Manufacturer narrative:
Critical pump error and pump error 35 was noted in the history download due to moisture damage to force sensor. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, cracked battery tube, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay and serial number label missing. The p-cap does lock properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they saw red x on display. Customer stated that insulin pump was not exposed to moisture and noticed crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.